Event description:
The customer reported to beckman coulter (bec) hotline support that their unicel dxc 800 pro synchron system instrument failed cartridge chemistry (cc) side calibration attempts and liquid was observed under reagent probes a & b. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore a lab coat and gloves while operating the instrument.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined a bubble generator valve failed, which supplies di water to the reagent probes, resulting in the leak. The fse replaced the valve to correct the leak and calibration failures. (B)(4).